Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that she was having intermittent problems with her meter not powering on. She stated that her test strips did not always fit into the test strip port. The medical affairs specialist spoke to the pt on may 26, 2006, and obtained and verified the following info. On the day of event, 6 to 8 wks ago, the pt tested her blood glucose in the morning and was able to obtain a result (she does not recall the meter result). She took her oral medication of metformin, her humulin n (set amount), and her humulin r (amount unk). Approx 2 hrs later, while outside, she began to have visual problems and her muscles started jerking. She did not test her blood glucose at the time. Her husband called the paramedics, who tested her blood glucose when they arrived; the result obtained was 30 mg/dl. The pt was treated with oral glucose and orange juice. The pt tested on her meter after the treatment and she obtained a result of 45 mg/dl. She retested a while later and obtained a result of 70 mg/dl. This complaint is being reported, as the pt was having intermittent meter issues and she subsequently suffered from hypoglycemia after taking insulin, which was based on the meter result. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.